Event description:
Healthcare professional reported injecting a patient with 1ml of juvéderm® volift® with lidocaine in the lips. Approximately 1 month post-injection, patient reported experiencing pain and swollen lips, describing the sensation as if they were "about to burst". Physician prescribed medrol 16 mg for 3 days with a gradual taper. On the fourth day of treatment, patient noted no improvement of symptoms and reported blisters had appeared, noting some "had ruptured". Physician initially diagnosed the blisters as something that "resembled a herpetic infection". Physician advised the patient to discontinue the corticosteroids and start acyclovir. Patient visited a pharmacy where they were told the symptoms were not herpes. Patient visited a second doctor who informed the patient what they were experiencing was an adverse event related to the filler and not herpes. The second doctor dissolved the filler which provided the patient with some relief. Approximately two months post-injection, physician observed "hard, yellowish-brown nodules". Physician performed a second dissolution. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.